Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 27 mg/dl. Reportedly, the customer had over corrected and delivered too much insulin. The customer consumed grape juice to stabilize bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.